Event description:
Discrepant covid antibody test result, result = 1.11 (positive), rerun 0.15 (negative). Result = 1.11 (positive), rerun 0.15 (negative) siemens notified (15th result reported) siemens lot # 035. FDA safety report ID# (B)(4).